Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block alarm event on (B)(6)2024 leading to hospitalization. The blood glucose level was 500 mg/dl at the time of event and the patient was treated with manual injections. The length of hospitalization was less than twenty-four hours. Symptoms reported at the time of event was feeling sick, unwell tired and weak altered vision. No further information available.